Event description:
It was reported that the patient suffered syncope. An electrocardiogram (EKG) showed that the right ventricular (rv) lead had pacing inhibition, short v-v intervals, and noise on a non-sustained tachycardic (nst) episode. The lead was capped and replaced with the pace/sense portion of an existing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead, implanted: 2011 (B)(6); t505u225 tissue valve, implanted: 2012 (B)(6). (B)(4).